Event description:
It was reported that the patient presented to the clinic on (B)(6) 2020 with abscess at the driveline exit site, itching, drainage, and pain. The patient was admitted from the clinic to the hospital and cultures were negative. The patient was treated with intravenous vancomycin for 6 weeks, was discharged home on (B)(6) 2020, and continued on oral minocycline. The patient was still on this as an outpatient as of (B)(6) 2024. The symptoms resolved with the antibiotics and the plan of care was to monitor outpatient on antibiotics on an ongoing basis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.